Event description:
The pt was admitted into ICU on a respirator post surgery under general anesthesia for debridement of fingers. The reporter stated the pt was diabetic and on hemodialysis with significant peripheral vascular disease. The pt also had a bilateral lower extremity amputation. The suspect device was used to check the pt's blood glucose and a result of lo was obtained. D50 was administered. A recheck resulted in a glucose reading of 60 mg/dl. Another test with the suspect device read 72 mg/dl. A lab was ordered and the level was 19 mg/dl. The pt was later started on a d10 drip. The pt died. Level 1 and level 2 controls were within range on the system. The device was replaced with new product and authorized for return to the MFR for eval.